Manufacturer narrative:
Complaint (B)(4). A date of the event could not obtained from the customer. Samples for evaluation were only recently received. As soon as the investigation is completed a supplemental report will be filed.

Event description:
Customer states lavender tubes seem to be producing unusually high lead test results. Customer was provided information that edta is not FDA cleared for lead testing. Customer has requested that lead testing be performed on the lot numbers they will be returning.

Manufacturer narrative:
Received 454209: 2 loose tubes each batch b220634d and b220634e for evaluation. Also received 2rk batch b22063mh which were not part of the complaint, and no response was received from the customer upon inquiry. No samples of batch b22063mk were received. We have no further complaints on the material/batches. We have investigated the claim and have found the edta tubes at issue have been incorrectly used, or used for a purpose not intended, which therefore led to incorrect and false lead test results. Greiner edta tubes are not FDA-cleared for trace element testing such as lead, nor routinely tested for trace elements. Testing for lead and/or other trace elements is considered off-label and not according to the intended use of greiner edta tubes. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Examination of customer returned samples by external independent laboratories showed traces of lead in greiner edta tubes. Lead results in greiner edta tubes ranged between 14-20¿g/l (note conversion: 1 ¿g/l = 1 ppb = 0.1 ¿g/dl). Greiner edta tubes are not routinely monitored for lead since they are not intended for trace element testing. Greiner trace element tubes were also analyzed, and lead was not detectable (detection limit <0.1 ¿g/l). Greiner trace element tubes are FDA-cleared for trace element testing and are routinely tested for contaminants such as lead. Corrected data: e4: initial report sent to FDA; h3: samples received: h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.